Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a black image when plugged in. The event was found during preparation for a unspecified diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: "image problem, no image black when plugged in" was due to kink twisted cable faulty cable. In addition, new damages/defects were observed: bad blurry image. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record - DHR was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a black image when plugged in. The event was found during preparation for a unspecified diagnostic procedure. There were no reports of patient harm associated with the event.